Event description:
The customer reported that the mask would not stay during vascular acquisition. A loss of critical vascular cine functions would result in undue patient delay. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.